Event description:
It was reported that during routine follow-up, the left ventricular lead was found to be pacing in the atrium. X-ray imaging confirmed that the lead had dislodged. A replacement procedure was recommended but not scheduled.

Event description:
New information reported that the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.